Event description:
Healthcare professional reported "rupture event during introduction on left breast". Surgery was completed with a back-up device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture event during introduction on left breast".